Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the power issue caused by switch being pushed by plug, due to lack of clearance from wall. The field service engineer moved power cords to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system was constantly powering off caused a delay in dispensing medication to a patient. The customer added that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.